Manufacturer narrative:
Final analysis found the pulse generator to exhibit no output or telemetry due to the battery being depleted. After replacing the battery and downloading the product code the device functioned normally.